Event description:
On (B)(6) 2013, a physician reported that a patient would be undergoing surgery due to migration. The device had reportedly migrated since battery replacement. Attempts for additional information have been unsuccessful.